Manufacturer narrative:
Additional information will be provided once investigation is completed. Serial numbers (B)(4) and (B)(4) were also implicated in this report.

Event description:
It was reported by the customer that the light from the device would shut off or work intermittently.